Event description:
A customer reported experiencing vacuum issues. The timing of event is unknown. Additional information has been requested.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. They confirmed the system was functioning as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 2, 2007. Based on qa assessment, the product met specifications at the time of release.the root cause cannot be determined conclusively.(B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).